Event description:
It was reported that the patient checked into the emergency room complaining of chest pain. A chest x-ray confirmed the right ventricular (rv) lead had dislodged. The lead perforated the cardiac muscle causing tamponade and pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.